Event description:
It was reported that during a surgical procedure at the user facility blade wobble was observed, creating uneven cuts. The uneven cuts were evened out with no further reported issue. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility blade wobble was observed, creating uneven cuts. The uneven cuts were evened out with no further reported issue. The procedure was completed using a backup device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional event details were provided by the user facility. The reported blade whip was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a relaxed crest to crest spring was found, and is the probable cause of the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed